Event description:
The complainant alleged that during a routine shift check by a clinician that they were unable to push on the discharge switch for defibrillation. The complainant indicated that there was no pt involvement with this reported incident.